Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that, following intraocular lens (iol) implant surgery, he was now overcorrected by "about 0.6 diopters." He has not had a capsulotomy. His surgeon told him that as the capsular bag adheres to the iol, the lens will probably be pushed forward, thus minimizing the overcorrection. At the consumer's request, the surgeon was not contacted.